Manufacturer narrative:
The endoscope has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. However, a picture of the endoscope was provided by the customer. Failure analysis engineering (fae) determined, based on the picture provided, that it seemed that one of the distal window lens was missing. Fae compared the endoscope picture with an in-house endoscope and found that the light in the picture was deflecting off on the left lens but was not deflecting on the right lens. Based on this, it appeared that the distal window lens was missing from the right eye. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the lens of the endoscope was found to be missing and the location of the missing piece is unknown. At this time, it is also unknown if the endoscope lens fell in the patient and was retained. Furthermore, it is unknown what caused the breakage to occur.

Event description:
It was reported that after a da vinci-assisted surgical procedure; the customer noted that when the 0° endoscope was cleaned, one piece of glass from the tip was missing. The endoscope was prepared as usual but the surgeon found that one eye was not clear. There was nothing found in the patient's body. No patient harm, adverse outcome, or injury was reported. On (B)(6) 2017, intuitive surgical, inc. (Isi) received the following additional information from the distributor: the customer reported that the endoscope was inspected prior to use. The customer clarified that the lens was missing and because it was so small and hyaline, after almost 1 hour of trying to locate the missing piece, they gave up looking for it and completed the procedure.

Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the reported complaint. The endoscope was received with the complete distal window missing resulting in fluid invasion and subsequent major damage to optical components.